Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was picking up the respiratory rate trend (rrt) on the right atrial (ra) lead. The signal was oversensed and resulted in stored atrial events. High out of range pace impedances were also observed on the ra lead. At this time, rrt was programmed off and the products remain in service. No adverse patient effects were reported.